Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented in the operating room for a scheduled device replacement, externalized conductors were observed. No electrical anomalies were detected. The physician elected to make programming changes. Patient will continue with routine follow-ups.